Manufacturer narrative:
B1, b2, h1.

Event description:
It was reported that during an outpatient check of the patient's pacemaker, they experienced intermittent dizziness and episodes of loss of consciousness. A device check revealed a loss of capture in the pacemaker and ventricular lead. Programming adjustments were made to address these issues, and the patient experienced no adverse effects.